Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The kv control board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys would not boot up. There was no pt injury or death reported.